Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. Device software download was unsuccessful. The device was explanted and replaced on (B)(6) 2015. The patient tolerated the procedure well and experienced no adverse effects.

Manufacturer narrative:
Final analysis confirmed the reported backup operation. The root cause of the anomaly could not be determined. It was noted that the device might have been exposed to electromagnetic interference prior to its return.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.